Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not calibrate, had out of specification outputs, and could not measure atrioventricular (av) delays. The epg was no longer serviceable and the status of the epg is unknown. There was no patient involvement.